Manufacturer narrative:
The reported event was confirmed. Six unopened coude orange intermittent catheters were returned. However, five of the six catheter appeared to have misaligned coude catheters. The catheter were straightened to determine if they were due to the bends or another manufacturing related issue. Three of the five catheters were found to be misaligned after straightening. The root cause for this failure appears to be a 'machine error" during the form selection process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had trouble using the coude catheters as they were bent along the shaft. Per evaluation, it was found that three of the catheters had misaligned coude catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had trouble using the coude catheters as they were bent along the shaft. Per evaluation, it was found that three of the catheters had misaligned coude catheter.